Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. Office testing found low r-waves in all three of the sensing vectors. The doctor has reprogrammed the shock zone rate to address the shocks. There were no additional adverse patient effects. The system remains implanted.